Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the account provide the amount of blood loss? Was a blood transfusion required? Was there any other issue noted with staple line other than bleeding? The blood loss was 50ml, controlled with a ligasure. No blood transfusion given. The staple line was only across the mesentery which was not intact, hence the bleeding. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The cartridge was loaded into the device without difficulties during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when fired, the white reload slipped forward. This resulted in bleeding which was controlled. It was unknown how the procedure was completed. There was no patient consequence reported.